Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap hysterectomy, it looked like the jaw itself became loose at the tip of the instrument. Screw to hold jaw to shaft loose and the open/closing mechanism of device no longer worked. There was no reported patient or user injury/hazard.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review, and an evaluation of the returned device. Unit was visually inspected; the jaws were observed to be broken. Engineering found that the tube housing was broken. The rotation knob functioned properly. The handles opened and closed without any hang ups noted. The jaws could not be opened or closed. Engineering concluded that the root cause for the reported defect was the excessive manipulation during application that consequently caused the breakage of the tube housing tabs. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.